Manufacturer narrative:
Date of event and implant: dates estimated. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was a secondary effect of the reported slda. The reported patient effects of mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips (90702u224 and 81213u133) were successfully implanted, reducing mr to a grade of 1. On an unknown date, echocardiogram showed clip (90702u224) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to grade of 3-4. The physician stated that since the clip (81213u133) is stable on both leaflets, no additional treatment is needed to stabilize the slda. No additional information was provided.